Manufacturer narrative:
Investigation is in progress.

Event description:
A medtronic representative reported that while in a cranial surgery, the surgeon alleged an inaccuracy with the synergy cranial 2.1.5 software. Tracer registration was performed, accuracy check showed a greater than 5mm shift in the xy plane and 3mm in the z-plane (deep). He said the surgeon proceeded as she stated that it was a bone tumor and the accuracy was good enough. Second tracer registration was done after first craniotomy to resect a 2nd tumor on the same pt. The pt was undraped, repositioned, and re-registered with the same inaccuracy. The surgeon continued use of the stealthstation to complete the case. There was no impact on the pt outcome.